Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Manufacturer was unable to obtain this information from the customer. Will not be returned to manufacturer.

Event description:
Customer reports result of 290 mg/dl obtained on the advantage system. Customer states he passed out and paramedics were called. Approximately 20 minutes after testing 290 mg/dl customer tested 45 mg/dl on professional device and was treated with an IV containing glucose and taken to the hospital. Customer declined to provide additional details. Requested return of suspect device however customer discarded the system; replacement was offered.